Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
It was reported that the implant at tooth site #9 was removed due to bone loss. On (B)(6) 2026 #9- implant #9 appeared to be non-integrated. Patient stated he continued to smoke during the healing phase. The implant was noted to be mobile and determined to be non-integrated. The procedure was paused and the patient was informed of our findings. A periapical film and cbct were obtained to evaluate the site. Presented patient with options: implant removal vs implant removal with grafting to prepare for implant placement in the future. Discussed increased risk of nicotine produces and smoking. Patient elected to graft the site today. The implant was removed using reverse torque. The osteotomy was smoothed curetted and irrigated. There is a 5mm dehiscence of palatal bone, all other bony walls were noted to be intact. Decorticated. Co/ca/xe regeneross bone was used to graft the osteotomy. Collatape was placed. Grafting was completed; patient will return for implant placement.